Event description:
Complainant bought a radius fisher price little people toothbrush in 2001. It was white with red handle. The product states on container that it is for 1-3 yr olds. While complainant was at work that day, the spouse gave the user the toothbrush for use. The user proceeded to bite off the red rubber end of the toothbrush. The spouse then took the piece out of the user's mouth before the user could choke on it. Complainant contacted fisher price and was told that "the toothbrush was very safe and has been tested". The complainant was told that "even a dog could not bite the piece off". The complainant then purchased another toothbrush and bit on the end, which again came off in mouth. Complainant stated that spouse is a physician and feels strongly that this product could potentially kill small children. Complainant immediately wrote emails to fisher price and they asked complainant to return the brush, but complainant kept the product in case someone wanted to look at it. Complainant also contacted the retail store and the consumer product safety commission.